Event description:
It was reported that the 6800 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The auto histo was found turned off during the service call. The system was tested, and found to be working as intended, and put back into service.